Event description:
The customer reported an e70 alarm. Prior to the event, the patient was changing the tubing and the reservoir. It also happened again when she was trying to set the time after a restart. Now, the insulin pump is giving a motor error alarm. During troubleshooting, the insulin pump alarmed motor error during the rewind process. The current blood glucose reading is 104 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to confirm alarm due to over written history file. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.